Event description:
Product analysis was completed on the generator. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specifications. High impedance was seen on generator history on 10/23/2018. Product analysis was completed on the lead. An abraded opening and coil break occurred next to a tie down used. During the visual analysis of the returned 61mm portion quadfilar coil 1 appeared to be broken approximately 42mm from the end of the cut outer / inner silicone tubes. Scanning electron microscopy was performed on the connector end of the quadfilar coil 1 coil break and identified the area as being mechanically damaged which prevented identification of the coil fracture type. Scanning electron microscopy was performed on the electrode (mating) end of the quadfilar coil 1 coil break and identified the area on two of the broken coils strands as having evidence of a stress induced fracture with mechanical damage, no pitting and evidence of a stress induced fracture which most likely completed the fracture on coil one. No additional information has been received to date.

Event description:
The explanted lead and generator have been received by livanova. Product analysis is pending. No additional or relevant information has been received to date.

Event description:
It was reported that the patient had high impedance. The patient was experiencing pain around the site of the generator with stimulation. The patient was sent for an x-ray and consult. The physician thought that the patient¿s high impedance may be related to something to do with a chainsaw that he used last week. The x-ray summary was received, and indicated that a break in the wire was seen on the level of c7. The note also indicated that the patient has been experiencing an increase in seizures. The patient's lead and generator were replaced. They have not been received to date. No additional or relevant information has been received to date.